Event description:
It was reported that a replace backup battery alarm would be observed each time the backup system controller was charged. It was stated that the backup controller was charged multiple times however, a "charge complete" was never seen despite leaving it to charge for over 3 hours as the patient had read in the instructions for use. The patient presented to clinic and the system controller was plugged into a power module to charge, and it was noted that the date and time were wiped out. The controller clock was set and the alarm reoccurred. The back of the controller was opened and a secure connection was ensured, however the orange light was not illuminated. The backup battery was disconnected and reconnected multiple time and the orange light illuminated however the replace backup battery alarm continued. The clock was reset once again but the alarm continued. The backup battery was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The exchange of the backup battery resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s backup system controller backup battery not being able to be charged and a backup battery fault alarm can be confirmed. The evaluation of the returned backup battery serial number (B)(6) revealed a damaged fuse on the pcb (printed circuit board). The damage fuse is part of the battery charging circuit. As a result, the battery was not able to be charged and the system controller activated a backup battery fault alarm. A specific root cause for the damaged fuse was not able to be determined. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number (B)(6), was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. The 11 v backup battery was received into inventory on 01mar2023. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. No further information was provided. The manufacturer is closing the file on this event.